Event description:
The complainant alleged that during a biomed testing, the device's energy selection switches function intermittently. The complainant indicated that there was no pt involvement in the reported malfunction.